Manufacturer narrative:
Investigation included user interview and troubleshooting guidance. Investigation of this case revealed no device malfunction reported and user behavior likely contributing, with the device operating as intended based on available information. It was concluded that the event was consistent with hyperglycemia of unclear cause without device failure and that continued proper use and monitoring were appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a person using the ilet bionic pancreas experienced hyperglycemia with a blood glucose of 316 mg/dl after dinner during the first week of use, and the user announced a ¿usual for me¿ meal entry; user education was provided to allow the ilet to deliver insulin as designed. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no emergency treatment, and no alerts or alarms.